Event description:
It was reported that the device failed to power on using dc power, there was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on in battery power. Physio replaced the battery and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced battery and determined that root cause for the reported event was a low capacity battery, due to an electrically shorted cell.